Event description:
It was reported that the physician was attempting to deploy a 4.5mm diameter x 18mm length driver bare metal stent to treat a stenosed lesion which was pre-dilated. It was reported that the balloon burst at 6 atms on the first inflation, inflation duration was approximately 5~10 seconds. No patient injury or clinical sequelae were reported. Device evaluation: the delivery system was returned to medtronic for evaluation. The stent was not returned. The distal tip was slightly flared. Visual inspection confirmed the presence of a short longitudinal tear over the distal inner shaft marker and lead-in scratches on the proximal and distal side of the tear.

Manufacturer narrative:
Evaluation results: related to operational context (event was most likely procedural related). Deformation problem. Evaluation conclusion: operational context contributed to event (event was most likely procedural related). (B)(4).